Event description:
Connection issues associated with the atrial channel during the implantation procedure. Reportedly, clicking of the screwdriver was not attained during the implant procedure, and the physician could not retract the set-screw. Pull testing of the lead revealed that it was appropriately connected, so the device was implanted. Two days later, dislodgement of the atrial lead tip was reported by the hospital. During intervention, the physician was able to loosen the setscrew, reposition the lead, and implant another pacemaker. The physician has not watched the lead connection video posted on the company website.

Manufacturer narrative:
On (B) (6) 2010: this event concerns a device that was mfg and used outside the united states. Analysis is pending.